Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. It was recommended to replace the battery, o2 needle valve, and o2 proportioning system. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. It was recommended to replace the battery, o2 needle valve, and o2 proportioning system.

Event description:
The hospital reported a malfunction that could cause a hypoxic mixture in the patient circuit. There was no report of patient involvement.